Event description:
The hcp reported that, the device was explanted and replaced after an implant duration of 84 months. The hcp reported that, the patient experienced narcotic withdrawal; specific symptoms and treatment were not reported. The patient recovered without sequela.

Manufacturer narrative:
H6 - final device analysis reveals battery depletion end of life-e.o.l. The pump contained bupivicaine and dilaudid.